Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00941. Reference MFR report: 3008829311-2017-00942. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the lead located at l4 had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the l4 lead explanted. While explanting the l4 lead, the physician accidentally removed one of the patient¿s bilateral l5 leads as well and as such replaced that lead. In addition, the physician implanted two l2 leads. Post op the patient had effective therapy.